Manufacturer narrative:
The following information was received on august 27, 2016. It was also reported that the problem was malfunctioning, not the overheating; and due to the malfunctioning, it was not possible to perform the procedure. In response to medtronic's request for device return, the device was returned to the manufacturer for evaluation and repair (detailed as follows): temperature tests prior to repair revealed the following results in the timeframe of one (1) minute: front bearing: 80 degrees f - motor: 85 degrees f - rear bearing: 85 degrees f. However, the device was found to have a worn and noisy motor, rough bearings, and a leaking rear seal. The device was repaired, tested, and passed all manufacturer specifications. It was reuse of the device in this event.

Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a m5 microdebrider ¿doesn't activate and makes strange noise overheating¿ preoperatively. This is the only information provided and there was also no report of patient impact or injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.